Manufacturer narrative:
Product event: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, the surgeon was cleaning the plasmablade device and the heat shrink on the device tip detached. The heat shrink was removed from the surgical field. Nothing fell into the patient and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.